Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no benefit with the device on this side (left) and has only been using the device on the contralateral side.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted, and the recipient_s report it must be assumed that a technical problem of the active electrode was the reason for the reported performance issue. During device investigation the reported short circuits could not be replicated. This finding could not be confirmed as the active electrode has been received in a damaged state from the removal surgery. All damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Hearing performance with the device is affected, the bilateral user has some benefit with the device on this side (left) and but reports that the sound is disturbing.